Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab for two patients. Results as follows: patient 1: date: (B)(6) 2011; inratio: 6.8; lab: 4.92; date: (B)(6) 2011; inratio2: 5.0; lab: 3.30; patient 2: (B)(6) 2011; inratio2: 6.2; lab: 3.89.